Manufacturer narrative:
A ge representative evaluated the system and tightened the lemo cable connector and adjusted the 5v power supply. The system operates as intended.

Event description:
The customer reported the system displayed a communication error. No patient injury was reported.